Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a pt presented in clinic for a routine follow up when the programmer displayed an error message. The message stated, diagnostics cleared due to invalid data. The device data was saved and cleared. The device interrogated normally. Device data was sent to technical services for eval.